Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning and was defective. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due defective material. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that before surgery, it was observed that four battery devices were dead. According to the reporter, the universal battery charger device indicated the battery devices were fully charged, however, there was no power in the devices. It was further reported that testing showed ¿0 volts¿ for the devices. The reporter stated that the universal battery charger devices were cross tested and they worked as intended with other battery devices. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.